Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was selected for implant via 3mensio. During the procedure, 3 attempts were made, but were unsuccessful due to the device being too large for the appendage. The physician decided to decrease the size to a 25mm amplatzer amulet occluder. On the second deployment of the device, a small perforation was seen on the wall of the appendage leading to pericardial effusion. The device was retracted back and not implanted. Cardiocentesis was preformed and a drainage was placed. Patient was completely stable during the whole procedure. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was selected for implant via 3mensio. During the procedure, 3 attempts were made, but were unsuccessful due to the device being too large for the appendage. The physician decided to decrease the size to a 25mm amplatzer amulet occluder. On the second deployment of the device, a small perforation was seen on the wall of the appendage leading to pericardial effusion. The device was retracted back and not implanted. Cardiocentesis was preformed and a drainage was placed. Patient was completely stable during the whole procedure. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.

Manufacturer narrative:
An event of pericardial effusion, perforation, were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported the cause of the reported pericardial effusion appears to be related to procedural complication (perforation). However, the cause of the perforation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as cardiocentesis was preformed and a drainage was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.